Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked on battery door, some scratches were found on bottom case, also missing battery pad inside battery compartment. Customers reported issue was duplicated during power up process, syringe delivery test and all functional testing. Check syringe plunger sensor was found at power up and pump ran loudly. The root cause of the reported issue was determined. When plunger assembly was pushed all the way in, the flippers touched the top of the ear clip. Loudness was due to lack of silicon grease in worm coupling cavity. Actions taken to mitigate the reported issue: replaced left plunger case. Cleaned and greased the whole motor assembly. Performed preventive maintenance and all functional testing.

Event description:
It was reported that they need to verify if the unit is working correctly. No patient injury reported.